Event description:
39 units were returned from the customer in 2003. Investigation confirmed the user's observation that the tubing that connects the cardioplegia solution reservoir spike to the heat exchanger coil, which also includes a section intended to be placed into a roller pump, had been assembled in the reverse direction.